Manufacturer narrative:
The reported event of high impedance was confirmed. Returned octrode lead body had a kink with all the internal wires broken which can cause the reported event. The root cause is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. Reported phone number: (B)(6).

Event description:
It was reported that the patient's lead was exhibiting high impedances. As a result, the physician explanted and replaced the patient's lead. Surgical intervention resolved the issue.